Event description:
Unit suffered from severe heating and charring due to a malfunction of the battery.

Manufacturer narrative:
H6: disassembled device. Battery cause the event. The device modification was to return to using alkaline batteries of the same voltage instead of lithium batteries in the model 1000.